Event description:
Caller reported a malfunction on the pump, described with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterwards. Customer was advised to continue using the pump and to call back if the issue happened again. No notable events occurred prior to the malfunction.